Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to smoke include, but are not limited to: 1- the evac 70 xtra coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. 2- factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The initial information received from reporter states that the wand started smoking. This information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event since the ¿smoking¿ refers to the steam generated from the saline solution during used of the wands and there was no confirmation of reportable conditions like overheating, sparks o arcing. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the wand started smoking. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.